Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 88-120mg/dl fasting. Verified the strips expire 12/31/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 63mg/dl and 64mg/dl fasting. Reviewed meter memory: 66mg/dl, (B)(6) 2015, 12:05:00 pm, fasting:yes. Customer is a first time user and only took one result stored in meter memory. No adverse event reported.